Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the performa system. The patient's blood glucose levels were "around 4 to 5 mmol/l" prior to the event that occurred on (B)(6) 2018. Based on the blood glucose results of "4 to 5 mmol/l", the patient's family treated her with sugar. On (B)(6) 2018, the patient's blood glucose result was 4.2 mmol/l and she vomited. Her family contacted the paramedics and the patient's blood glucose result was "hi" mmol/l on the paramedic's meter. The results 4.2 mmol/l and "hi" mmol/l were taken within 10 minutes. The patient was transported to the hospital where she was treated with insulin. The patient's venous blood glucose level was 78.0 mmol/l at the hospital. The patient was currently still in the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.